Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for analysis. All labeling and input/output connectors were found to be free of physical damage. The tactisys was run through a functional test and intermittent contact force with purple values were observed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a known firmware/ software issue.

Event description:
The investigation findings concluded the cause for the reported purple contact force display was due to a known firmware/software issue. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.